Event description:
The implant surgeon reported that the ceramic head broke.

Manufacturer narrative:
Summary of evaluation: an event regarding a fractured alumina head was reported. The device manufacturing history record for the device was not checked as the lot code is unk. There was no evidence of material or manufacturing defects on the returned fragments of the v40 alumina femoral head. The fracture origin and primary fracture surface could not be determined, as the surface of the fragments was damaged by the secondary edge chipping.